Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had blood glucose (bg) levels reading "high", dropped down to 439 mg/dl with moderate ketones, polydipsia and polyuria. During troubleshooting, customer support found the patient was using contact detach and only priming 43" tubing 0.5u-1.8u, therefore leaving air in the tubing which was causing high bg's. There was no indication of product malfunction. This complaint is being reported as the patient experienced hyperglycemia due to a training/misuse issue.